Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the phenomenon "video connector could not be connected" was confirmed. Based on the results of the investigation and the information provided, it was surmised that phenomenon ¿video connector could not be connected¿ occurred because the video connector terminal pins were damaged. However, a definitive cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center exhibited contact pin damaged. The issue occurred during inspection for use during an unspecified procedure and was completed using similar device without any delay. There were no reports of patient harm.